Event description:
Balloon would not deflate and would not come out of pt, because would not deflate. Also balloon would not accept additional pressure once inflated.

Manufacturer narrative:
Conclusion: the complaint investigation is confirmed. The complaint sample was returned in two pieces with the sheath attached to the balloons eciton. The sheath and catheter section are 42.5cm in length. The hub section is .5cm of shaft, the strain and the hub. There is 1.2cm of the balloon tip out of the distal tip of the sheath. The sheath appears to be rolling back slightly. The catheter shaft does no appear to be stretched. Evaluation of the balloon showed the inner and outer shaft bond is still intact. The exact cause of the complaint is unk. Due to the condition of the returned sample, we are unable to test inflation and deflation of the balloon. Prior to release the balloons are 100% inspected. During the process every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. A review of the manufacturing records indicated that all of the device specification and quality requirements were satisfied. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.